Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/17/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the keypad is intact. Testing confirmed the up, contrast, down and ok keys are intermittently responding to user input. Removed the keypad cover; contamination was found under the up, ok, contrast and down key contacts. Unrelated to this complaint, a pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.